Event description:
It was the patient had trouble waking and was admitted to the hospital on (B)(6) 2015. The patient was not able to walk or get up and their parkinson¿s symptoms were getting worse. The manufacturing representative met with the patient the day prior to this report and found the implantable neurostimulator (ins) was at end of service (eos). The ins battery depletion was normal. The ins was replaced the same day. The patient was frail and the ins looked like it was going to come out of their chest. The healthcare professional (hcp) was concerned another ins would erode through the skin. The hcp decided to remove the ins and pocket adaptors and implant two inss. One of the new ins's was implanted on the patient other side. Before the two new ins's were implanted the hcp noticed the old ins had caused erosion in the skin and there was a hole where the edge of the ins had been sitting. The hcp had to cut some of the skin and sew it back up. The hcp felt the ins was too large and the edges were too sharp. The patient was started on intravenous antibiotics and the patient stayed the night in the hospital. The cause of the erosion was not determined. The inss were turned on after implant and the patient had been receiving effective therapy in the recovery room. All impedances were measured to be normal.

Manufacturer narrative:
Concomitant medical products: product ID; 64002, lot# n324251, implanted: (B)(6) 2012, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387-40, lot# j0537471v, implanted: (B)(6) 2005, product type: lead. Product ID: 3387-40, lot# j0542964v, implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)